Manufacturer narrative:
No sample has been returned for evaluation for the report of explanted due to hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no information provided regarding the actual intraocular pressure (iop) in this case, and also no information regarding the clinical significance of the hypotony. There is no mention of surgical complications associated with implantation of the device or in the postoperative period that may have contributed to increased iop lowering. There is no evidence of device failure and the surgeon indicated he/she did not believe the device was the cause of this problem. Possible root cause is that postoperative hypotony is a known risk associated with device implantation that is clearly presented in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a micro-glaucoma filtration device was explanted about two months postoperatively due to consistent hypotony. The surgeon does not believe the device caused it, however, is unsure as to what caused it. The event resolved after the device was removed. Additional information was requested.